Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit the lens was repositioned. The problem was not resolved. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3-lens remains implanted. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)